Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Through follow up communication, livanova (B)(4) learned that the device was cleaned regularly per instruction for use, is placed inside the operation theater, with the fan positioned in a 90° angle to the surgery field and an estimated distance between the surgery field an the device of 2,5 meters. A lab report confirming the contamination with mycobacterium chimaera, cupriavidus pauculus and sphingomonas paucimobilis was provided. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. Corrective actions are in progress for the reported issue. Device not returned.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was found to be contaminated with mycobacterium chimaera. There was no known patient involvement.